Event description:
Boston scientific received information that this patients device displayed a fault error code of 1003 as a result of three daily voltages being below the threshold of 3.025 volts. A boston scientific engineer reviewed the device memory and stated, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; this is the reason for the fault. This device is malfunctioning and should be replaced. The device remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.